Event description:
The reporter indicated that a 12.6mm, vtich12.6, 8.00/3.0/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2024. A refractive problem was observed, "not plano" was reported. On 05-jun-2024 the lens was rotated and the problem resolved. In the reporters opinion the cause of the event was user error and for cause details the reporter stated "lens was originally positioned on the wrong axis from marking".

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).